Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped and stepped on the pump shattering the touchscreen. There was no reported impact to customer's blood glucose level. Reportedly, the pump was unresponsive and not functional. During troubleshooting with tandem technical support the pump did not function as intended. It was indicated that the customer would administer manual injections as alternate insulin therapy.